Event description:
The facility reported an infusion pump with failure code 12:303. The facility representative stated that no pt incidents have been reported since the last baxter service event. It is not known if the reported incident occurred while infusing on a pt. Additional contact info was requested but none was provided.